Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply line of the amia cassette and the supply bag was reported, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd cycler set during peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a disconnection between the supply line of the amia cassette and the supply bag; further described as, ¿the supply line come apart from the cassette¿. Renal therapy services (rts) assisted the hp with removing the cassette and ending the therapy session. The hp would complete therapy by manual exchange. Rts advised hp to contact their peritoneal dialysis registered nurse regarding incomplete therapy. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.